Event description:
It was reported the customer received a safety notification letter regarding the scroll wrap feature on their insulin pump. Customer also reported they had defective buttons on their insulin pump. The customer stated the buttons were hard to press with their arthritis. Customer's blood glucose was 95 mg/dl. Customer could not recall any significant events leading to the keypad issue. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.